Manufacturer narrative:
B3: the two pd infections occurred on unreported dates "six years ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of a pd infection manifested by cloudy effluent. The specific infection sites were unknown. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified anti-inflammatory drugs for the events. Pd therapy was withdrawn during treatment. At the time of this report, the patient outcomes were not reported. The reporter declined to provide additional information.